Event description:
It is reported that the customer experienced high blood glucose. The customer was informed that there could be many reasons for low blood glucose. The customer complains that the smart guard raises the glucose too high. Patient experienced repeated high blood glucose after a low suspend. The pump's 'low suspend' was reprogrammed at 55 and 50 mg/dl, but after 30 minutes of pump suspend (before low) blood glucose continued rising up to 180-200 mg/dl. The customer is very sensitive to insulin. What patient is doing to avoid high blood glucose is to resume manually basal after 15-20 minutes from the insulin pump suspend. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.